Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic showed a blue screen and restarted automatically. The console was replaced, and there were no reports of patient harm or injury.

Manufacturer narrative:
The investigation for the reported restart issue has been completed. The product was returned, and the issue was confirmed. Data analysis: complaint date is consistent with complaint intake, after a few days of support, the aic shutdown unexpectedly. Imc logs show no adverse or irregular log lines prior to console crash. After the console reboots successfully, the "unexpected controller shutdown" alarm triggers as intended. However, there are no core dumps associated with the crash. Console had rebooted and resumed pump, function however staff stopped pump to swap the console out. Device analysis: the console was returned to aachen. Upon arrival, a physical inspection of the console was performed with no issues found. Multiple electrical power connection point were tested and verified from the 4-in-1 and pbm, no issues were found. A 24 hour test was performed, running the console on pump and purge. No issues occurred and the failure mode was not reproduced. Per the results of the clinical review and investigation, the root cause could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.